Event description:
It was reported that a patient came for a lead revision procedure, the left ventricle (lv) lead for high thresholds. The patient did experience phrenic nerve stimulation. Therefore, the physician decided to cap the lv lead on (B)(6) 2025 and new lead was implanted without issue. The high threshold was determined due to patient anatomy. The patient was stable throughout the procedure.